Event description:
It was reported that a detached or missing sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, while working in the emergency room, the patient inserted a sensor into her arm and immediately experienced pain. Shortly after the sensor warm-up period, a sensor failure message appeared. The patient removed the sensor and noticed a persistent poking sensation at the insertion site. Upon further inspection, including physically dismantling the sensor, she discovered the sensor wire was missing. Utilizing her prior ER experience and ultrasound training, the patient performed an ultrasound on herself and confirmed that the sensor wire remained embedded in her skin. A colleague attempted to extract the wire by making a small incision and using tweezers, but the attempt was unsuccessful. The patient contacted her endocrinologist for guidance and was advised to reach out to dexcom. No medications were prescribed. She also observed a bruise-like coil formation under the sensor pod area but did not pursue further medical treatment, despite knowing the wire remained in her skin. The patient reported that both the bruising and pain have since subsided. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).